Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation reviewed the device clinical data logs and the device performed to specification. Review of the device clinical data logs indicated 10 analysis were performed which three were questioned by the customer. The first was obscured by CPR artifacts, which prevented the device from analyzing physiological waveform. The second and third analysis resulted in no shock advised because it did not meet ventricular-fibrilation algorithm criteria required by the technology of the device. It is noteworthy to mention the device did deliver 7 shock advised results and delivered therapy on every attempt. Therefore it has been confirmed the x series worked as designed and within the limitations of the technology available. No trend is associated with reports of this type.